Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, non-obstructive urinary retention. The trial began (B)(6) 2021. It was reported that they felt pain, they did not elaborate more than that. After increasing therapy when trying to lock the device they turned therapy off, but was able to turn back on again. It was unknown if the issue was resolved. Additional information was received. It was reported the lead came out of the ens, but they were able to plug it back in. They were sure if it was working because they couldn't feel stimulation. After plugging it back in their husband increased to 5.1 volts on the right side after reaching max settings at 5.5 volts. The patient was making noises of discomfort. They were reminded that stimulation should always be comfortable. Additional information received reported the patient had an infection.